Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that water leaked at the connection between the water feedset tube and the water bag spike of five mr290v vented autofeed humidification chambers. This was observed during use on a patient. No patient consequence was reported. It was further reported that all complaint devices had been destroyed at the hospital facility.

Manufacturer narrative:
(B)(4). Method: the complaint devices were destroyed at the hospital facility. Our analysis is accordingly based on the event description and photograph provided by the hospital, and results of previous investigations on similar complaints. Results: the photograph showed small drop of water began to build up at the connection between the water feedset tube and spike of one of the complaint mr290 chambers. Based on the results of our previous investigations on similar complaints, the fault observed is most likely due to the glue around the spike tubing connection that had only partly bonded. A lot check revealed one other complaint of this nature for lot number 121128. Conclusion: all chambers are pressure tested before they leave the production line, and any holes or leaks in the feedset are identified during this process. The feedset tube exhibited a leak from the spike due to partial failure of the glue bond that joins the spike to the water feedset tube. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).